Event description:
It was reported that this system with cardiac resynchronization therapy defibrillator (crt-d) and a right ventricular (rv) lead delivered inappropriate therapy due to crosstalk on the rv channel from the atrial sense beats. This led to ventricular tachycardia detection and anti-tachycardia pacing (atp) delivery. Furthermore, the atp induced ventricular fibrillation and therapy was exhausted for these events and the rhythm continued following the last delivered shock. Also, the rv was programmed sub-threshold due to elevated pacing thresholds. A system revision was recommended but has not been completed at this time and the crt-d and rv lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.